Event description:
Epimed intl' was notified via uf/importer report #(B)(4) sent by certified mail received (B)(6) 2008 that this event had occurred. That report stated: interlaminal epidural at l5-s1 with placement of a continuous catheter to l2-3 interspace under fluoroscopic guidance. It appears approx half of the catheter broke off during the procedure. A phone call was placed to lisa martinez, the rn who reported the incident. She indicated that the physician did not want to give his name. She also indicated that he was having difficulty placing the catheter and it was suggested that he stop the procedure, but he continued. He subsequently sheared the catheter. Epimed intl, in the IFU supplied with all catheters, clearly contraindicates against removing/withdrawing a catheter with the needle in place to prevent this type of event from occurring. The physician did not head this warning. The rn did not know the type of needle used with the catheter. She said she would call back with that info but did not. An attempt was made to reach her again on (B)(4) 2008, but both attempts were unsuccessful.

Manufacturer narrative:
This incident was clearly caused by user error. The device functioned properly, but was used contrary to what is warned against in the supplied instructions for use. The initial reporter, when contacted over the phone, admitted that the user proceeded though placement of the catheter was difficult. The design and manufacture of this device were not responsible for causing this event.